Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Pump supplies were changed; however, occlusion alarms continued. Customer's blood glucose (bg) was 483 mg/dl and ketone level was large. Manual insulin injections were administered. Customer went to the emergency room and was admitted to the hospital on (B)(6) 2019. Healthcare provider (hcp) identified ketone level as dangerous. Intravenous insulin, insulin injections and pain/nausea medication were administered. Customer was discharged on 06/14/2019 and reported that the a1c had been affected. Customer and hcp alleged pump was cause of occlusions; however, customer confirmed having site issues. Customer reverted to using manual injections for insulin therapy. Reportedly, customer met with tandem clinical diabetes specialist to provide additional pump training.